Event description:
"Subject (B)(6) underwent surgical procedure for an aortic aneurysm on the (B)(6) 2025. This procedure was not a primary or part of a primary in stage procedure. This was a planned extension procedure - - tevar for progressive dilatation of the descending aorta. On the (B)(6) 2025 the subject experienced an ae; the site described it as 'incomplete deployment of the cranial portion of the caudal stent'. This was a serious ae. Medical or surgical intervention was provided to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The event was 'possibly related' to procedure, 'undeterminded' if related to device & 'undetermined' if related to preexisting condition. This was an anticipated event. Action was taken to treat the ae - 'balloon dilation of the stent graft with two 26 mm balloons via percutaneous access on the right and left sides'. Patient outcome: "ongoing".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.